Manufacturer narrative:
The device was returned within the sl-10 catheter. The lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal contact wire was intact. The coil delivery wire was kinked/bent and the coil was jammed in the catheter shaft. The catheter shaft had to be cut to remove the coil. The main coil snapped when trying to remove the coil and badly stretched. There was blood present in the catheter shaft. During the functional inspection, an attempt to advance the delivery wire in the sl-10 catheter was made but it could not be advanced. The delivery wire was retracted with force in an attempt to remove the coil and the coil snapped when trying to remove from the sl-10 catheter. The remaining coil was jammed in the catheter shaft. The catheter shaft was cut in four sections to remove the coil. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil broken fractured was not confirmed during analysis, however it was confirmed that the main coil was jammed in the returned sl-10. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicated that continuous flush was maintained throughout the procedure. The patient¿s anatomy was extremely tortuous which may have contributed to the event. The as analyzed coil jammed and main coil stretched will be assigned procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analyzed coil delivery wire kinked/bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, a coil was noted to be broken off when attempting to remove the device out of the aneurysm inside the microcatheter. The coil and catheter was removed successfully and replaced with the subject coil and new microcatheter to continue procedure. A similar event in which subject coil had broken off within microcatheter occurred after. Subject coil and microcatheter were removed and procedure was completed successfully with no noted clinical consequences to the patient. No further information.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, a coil was noted to be broken off when attempting to remove the device out of the aneurysm inside the microcatheter. The coil and catheter was removed successfully and replaced with the subject coil and new microcatheter to continue procedure. A similar event in which subject coil had broken off within microcatheter occurred after. Subject coil and microcatheter were removed and procedure was completed successfully with no noted clinical consequences to the patient. No further information.